Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4) . Sorin group (B)(4) received a report that the touch screen of the s5 roller pump did not function properly during a procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump did not function properly during a procedure. No investigation was performed. Sorin group (B)(4) stated that this is a known issue and the system falls within the field engineering note (B)(4), a touch screen proactive replacement action.

Event description:
Sorin group (B)(4)received a report that the touch screen of the s5 roller pump did not function properly during a procedure. There was no report of pt injury.